Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. User may be able to detect the suggested event by handling device in accordance with instructions for use (IFU): ¿inspection of the endoscope¿ IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for maintenance. A burnt plastic distal end cover was found during the inspection. The defect was caused by usage of high-energy hand instruments (laser/high frequency) without ensuring sufficient distance from the distal end (handling problem). Additional evaluation findings were as follows: the insertion part distal end biopsy channel had a leak, the tester failed grounding, the distal end cover was damaged, the connecting tube had a dent and a scratch, the control unit and grip unit both had a scratch, the control unit was humid, the control unit angulation had less of the specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the bronchovideoscope had a burnt plastic distal end cover. The event was found during maintenance. There was no patient involvement.